Manufacturer narrative:
Approximate age of device ¿ 1 day. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that red heart and low flow alarms occurred on the system controller. The vad coordinator auscultated the patient's chest and did not feel as if the pump was running. The vad coordinator could not recall if the pump running icon was illuminated; however it was reported that if the pump was off the patient would have been unstable since it was a new implant. The patient was asymptomatic. The system controller was exchanged and the alarms ceased. No further events were reported.

Manufacturer narrative:
The reported event of red heart alarms and low flow alarms was confirmed through the log file analysis. A data log file retrieved from the returned system controller contained approximately 1 day of data. The log file captured almost constant low flow hazard alarms during which flow was captured at or below 2.4lpm. At the time of the low flow hazard alarms the system controller would have been alarming with a flashing red heart icon, consistent with reported information, and the lcd display screen would have been alternating between "low flow" and "call hospital contact" messages. During the events where flow was captured at or above 2.5lpm the low flow hazard alarms cleared. Throughout the log file the system controller was able to support the pump at the set speed, when the driveline was connected. The returned system controller passed functional testing using laboratory equipment and was able to support a mock circulatory loop for an extended period of time without any issues. The system controller was found to function as intended during the investigation. Flow is estimated based on the current power, current pump speed, and values previously measured in a controlled experimental setting. Once each monitoring cycle, the calculated average flow value is compared to the limit of 2.5 lpm. If the calculated value is less than the expected value, a low flow hazard occurs. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.